Manufacturer narrative:
The occurrence of the e300 error code indicates that the control button was depressed for more than 90 seconds. According to citadel plus instruction for use, 831.374.en, to clear the code it is needed to remove pressure from control buttons. If the error code is not clear, service is needed. In the analysed case, the inspection of the control panel revealed that the down button located on left-foot side rail panel was stuck in the activated position. It resulted in the bed frame movement. According to citadel plus instruction for use, 831.374.en, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, the reported symptom occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The arjo device was not meeting its specification as the bed platform moved without any buttons being pushed. The citadel plus bed was not used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement. No injury occurred.

Event description:
The citadel plus bed frame was picked-up from the customer and quality control checked by arjo representative. During the test he observed that the bed moved down by itself without any command given and didn¿t respond when other commands were given. The e300 error code was displayed on the bed¿s side rail control panel. No patient was involved. No injury was claimed. The bed was repaired by side rail panel replacement.